Manufacturer narrative:
Philips service replaced the brake unit, rotation drive, and motor assembly, tested the system, and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that frontal rao/lao rotation failure occurred due to brake unit fault on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.